Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering insulin. The customer¿s blood glucose value was 248 mg/dl at the time of incident. The customer has treated high blood glucose with the insulin injections. The customer was been using insulin pump system within 48 hours of reported high blood glucose event. Based on report proceeding in troubleshooting customer alleged insulin pump for under delivery. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. The cannula of infusion set was straight. The customer was advised to change entire set, reservoir and insulin and treat per health care professional's instructions. The insulin pump will not be returned for analysis.